Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device was returned for evaluation. A DHR review is not required as the event is unconfirmed. However, a review was completed before the event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheters were clogging. Also stated that the most recent one that the patient had in might be a week was already too clogged to drain or irrigate and the patient had replaced it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters were clogging. Also stated that the most recent one that the patient had in might be a week was already too clogged to drain or irrigate and the patient had replaced it.